Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. A review of the packaging that accompanied the kit confirmed that this was incorrect. It was confirmed that the instrument kit contained the items and it was the paperwork that did not match. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
It was reported by a surgeon that the instrument tray that was supplied did not match the kit listing that accompanied it.

Manufacturer narrative:
As there is no information regarding part / kit numbers a device history review was not possible. It is not possible to identify why there was a discrepancy between the paperwork and the instrument kit that was supplied. As per the MDR dated 07-nov-2014, an investigation found that the instruments supplied were correct, however the paperwork supplied with the instruments was incorrect. The process for batch release of implants and instruments has changed since this complaint. Quality inspection record sheet - mets smiles tkr kit (qf135; rev. 2) contains a checklist for the mets smiles tkr instrument kit. This checklist accounts for the drill bit and pins related to this complaint. Qf135 [rev. 2] is completed prior to kits being released to mets distribution. It was the responsibility of the design team to check and release implants and instruments. Batch release of implants and instruments is now a function of the quality department. It is the responsibility of the quality department to check batch records and perform a visual check on the implants and instruments prior to shipment. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends.

Event description:
It was reported by a surgeon that the instrument tray that was supplied did not match the kit listing that accompanied it. This is a supplemental report to 3004105610-2014-00211 (siw-14-989).